Manufacturer narrative:
(B)(4). Received one (1) 133300 laryngoscope handle, greenled fiber optic handle, medium, for investigation. The greenled handle was visually examined upon receipt to determine if the handle had been misused/abuse/damaged. Visually the handle was very dirty with what appe ared to be stains, origin unknown; heavy deposits of a dark, dried substance in the threads at the light head. Also stains on out surface of the light head chamber. The tip end led light shroud was heavily damaged which was probably caused by dropping the inner battery casing. The inner stainless steel battery casing was removed to examine the working condition of the led. The inner battery housing did not have batteries. A set of working "aa" batteries were installed into the battery housing. Even though the end of the led shroud was heavily damaged (chipped pieces missing), when the spring loaded led shroud was depressed the led was energized. It should be noted that extracting the inner battery housing was also difficult. The condition of the returned handle is extremely dirty, abused, has been misused, and damaged. However, the led is functional. The complaint cannot be confirmed. No further action required.

Event description:
Customer reported the light did not come on when the blade and reusable handle were engaged during pre-test, prior to patient use. No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light did not come on when the blade and reusable handle were engaged during pre-test, prior to patient use. No patient harm or injury reported.